Event description:
Falsely elevated troponin I result of 0.65 ng/ml was obtained on a pt. The result was questioned by the physician. The same specimen was retested twice on the same analyzer and troponin I results of 0.03 and 0.13 ng/ml were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the reported falsely elevated troponin I result. Analysis of the instrument by a dade behring field rep indicated that the most likely cause for the falsely elevated troponin I result was a problem with the hm mixer.